Event description:
This incident was reported by the healthcare providers (hcp) office, and limited information has been made available. According to the details provided, the patient developed a contact lens or contact lens material intolerance that caused an allergic reaction and resulted in an unspecified eye infection. It is reported that the patient has been successfully refit to an alternative contact lens device and has continued use without issue. Good faith efforts have been made to obtain additional information without success. As of the date of this report additional information is unknown on the diagnosis and treatment of the allergic reaction and ocular infection. This event is being reported with an abundance of caution due to the reported unspecified infection with a lack of medical information and potential for serious injury related to some ocular infections. Should further information become available, a follow-up report will be submitted as appropriate. It is unknown if this incident involves both right and left eye. As the patient uses a different device model in each eye, it cannot be confirmed if both devices were involved in the incident. Please refer to linked manufacturer report cc579723 2640128-2024-00025 for second associated incident report.

Manufacturer narrative:
Device sample returned and analyzed. All device parameters were within expected values. Record review found no issues, nonconformances, or trends. The relationship between the coopervision device and the incident is unconfirmed, however, per the details received, this is related to a patient/device incompatibility and not related to a device failure or malfunction. It is unknown if this incident involves both right and left eye. As the patient uses a different device model in each eye, it cannot be confirmed if both devices were involved in the incident. Please refer to linked manufacturer report cc579723 2640128-2024-00025 for second associated incident report.

Manufacturer narrative:
New relevant medical information received on january 27, 2025. Per the treating hcp, contact lens silicone hydrogel material intolerance is suspected as the root cause of the event. The relationship between the coopervision device and the incident is unconfirmed, though based on information provided from the ecp it is suspected to be related to a patient-device incompatibility (biocompatibility) and not to a device design, manufacturing, or packaging failure or malfunction. Manufacturers incident report is updated to reflect new details and the results of device manufacturing records review.

Event description:
This incident was initially reported under (B)(4) 2640128-2024-00024 on december 12, 2024, as an unspecified eye infection due to allergic reaction from contact lens material intolerance. Additional information was received from the treating healthcare providers (hcp) on (B)(4) 2025. Patient was seen (B)(4) 2024, for symptoms of photophobia, tears, pain, swelling, and redness. Hpc reported corneal infiltrate with staining and edema and diagnosed the patient with a marginal corneal ulcer in the right eye (od). The hcp treated the patient with moxifloxacin and indicates full resolution as of (B)(4) 2025. The hcp suspects silicone hydrogel material intolerance and has refit the patient to a hydrogel material lens. Should further information become available, a follow-up report will be submitted as appropriate.